Manufacturer narrative:
The device history records were reviewed and there were no descripancies or unusual findings.

Event description:
The physician reports, that the crystalens haptics tore when loading the lens in the cartridge of the staar surgical lens injector system. The damaged iol did not contact the patient.